Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 59-year-old patient in non-st-elevation myocardial infarction was implanted with an impella cp for mechanical circulatory support. It was reported that after the impella cp was placed, the patient had an episode of ventricular fibrillation. The patient received one shock and returned to normal sinus rhythm. It was reported that during impella cp support, there were high purge pressure alarms, and a leak at the blue leur lock on the cassette. The purge cassette was changed and resolved the high purge pressure issues and it was noted the original cassette was improperly inserted. It was also reported the patient experienced uncontrolled oozing at the impella access site after transport. The cardiac team found the repo sheath short of the artery. The team decided to wean and explant the impella as the patient was hemodynamically stable and the right femoral artery was closed with a manta closure device.

Manufacturer narrative:
Investigation of the reported issue has been completed. No device or data logs have been returned .due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
Us complainant reported the patient was on impella cp support due to nstemi (non-st-elevation myocardial infarction). While on support high purge flow, purge system leakage from between cassette and disc, vf (ventricular fibrillation), and uncontrollable oozing at access site was noted. Patient received 1 shock with immediate return to nsr (normal sinus rhythm). It was also noted that leakage was due to improper cassette insertion. Reportable due to high purge pressure, vf/vt/af/at, and access site bleeding. MDR and pmda report required.